Manufacturer narrative:
(B)(4) - the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.

Event description:
On (B)(6) 2023 a patient underwent a video-assisted thoracic maze procedure. While dissecting the right pulmonary veins with the mid1, an injury occurred requiring procedure to be converted to a sternotomy and patient placed on bypass. Injury at the crux of the right pulmonary veins was sutured and the procedure was completed successfully. There was no reported device malfunction, and the adverse event was the result of a procedural complication.